Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative replaced the drive manifold (part number: 0104-00-0018), after confirming an autofill failure 90 in the system fault log. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The drive manifold is being returned to the manufacturing facility in (B)(4), for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "mainstream required code #2" (drive transducer offset failure) alarm. The customer pressed the "iab fill" key but the iabp did not restart pumping. The iabp therapy was discontinued since the therapy was in the weaning stage. No pt injury was reported.